Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture was found broken before use. The suture was knotted and broken from the cannula. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device met performance specifications. There was no breakage noted.